Manufacturer narrative:
H3: product ID 97755-s, serial# (B)(6) was returned for product analysis. Analysis found the device was chewed on by a dog and the cable insulation was peeling at the donut end and wires are exposed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s, serial: (B)(6), product type 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the recharger and belt was chewed by their dog. The patient reported that both the implant and the recharger get hot when charging the implant that only began within this month. The patient mentioned they use the belt to protect their skin from the heat from the recharger. When the agent asked which device was becoming hot the patient seemed to think that both the recharger and implant were getting hot. A replacement belt and recharger was sent to the patient.

Event description:
Additional information was received from patient stating they kept receiving letters. Patient said that the recharger was getting hot but the recharger was not getting hot anymore since then their dog ate the recharger, so the recharger was replaced and they got a new recharger. Patient said that they didn't need to have the device looked at as the letter suggested since the new recharger was working fine. In another call, recharger was replaced as patient's dog chewed the recharger. Patient said that they wanted mdt to know that the recharger was working fine so that they could stop receiving letters.

Manufacturer narrative:
B5 section updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.